Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% stenosed right coronary artery. A 3.5 x 18 mm xience xpedition stent delivery system was being advanced when resistance was met and the catheter could not cross the lesion. The device was removed when there was resistance with the anatomy. A 3.0 x 18 mm xience xpedition stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.